Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Information received by medtronic indicated that the insulin pump multiple insulin pump error alarm. Customer's mom reported that during auto test vibration was missing. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No failed battery test noted during test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio/vibrate/absence of alarm anomalies noted during testing. The history download confirmed pump error 3 and pump error 53 due to software error. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly.